Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-06070 and 2134265-2018-06117 it was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. The catheter was not recognized on the first case. After replacing the catheter, it was okay. However, on the second case, the catheter was not recognized and pullback failed. No patient complications were reported.